Event description:
It was reported that during a da vinci low anterior resection procedure, the jaws were not aligned on the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .278 offset at the tip indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation not reported was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentation was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were not axially aligned with the tube axis. No other damage was found.